Manufacturer narrative:
Device not explanted. Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Clinical compliance manager reported: clinical study pt was randomized to acdf implantation level c6-7 on (B)(6)-2004 returned to the surgeon on (B)(6)-2009 complaining of posterior cervical pain radiating into her trapezius, deltoid and biceps. A CT scan showed evidence of a non-healed fusion at c6-7 level and evidence of a right sided disk herniation at c5-6 level. Surgeon recommended revision of the acdf with a plate from c5-7, and a posterior cervical fusion from c5-7. Site coordinator noted subject pt has moved to south dakota. This is one of two reports for this event.